Event description:
It was reported the device alert tones triggered for high lead impedance. The right ventricular defib impedance increased to 68 ohms and the svc increased to greater than 200 ohms. Thresholds had also increased. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.